Manufacturer narrative:
Sensor kit expiration date is 31-jul-22. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigations are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. A follow-up report will be submitted if any additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a sensor error message was received with the adc device. Due to this, the customer experienced a seizure and a loss of consciousness and was treated with cake and juice with sugar by a third party. No further information was provided. There was no report of death or permanent injury associated with this event.